Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the initial drain stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided so no batch review could be performed. As such, the complaint cannot be confirmed and the assignable cause could not be determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during initial drain on the home choice (hc). The technical service representative (tsr) explained the alarm and the home patient (hp) stated that all the supplies were okay. The hp had two patient extensions that were connected before priming and the patient lines primed completely. The tsr instructed the hp to cycle the power on the hc to end therapy and advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.